Event description:
It was reported to medtronic minimed that the customer received a replace battery alarm, a labelling issue, and a blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for replace battery alarm, and the customer stated that the insulin delivery will stop within 30 minutes. Troubleshooting was performed for the labeling issue. The customer reported that the product labels were reported as missing. Troubleshooting was performed for display issues, and the customer stated that the battery cap contacts and battery compartment springs were not damaged. The display did not return after inserting a new battery. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit powers up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of triggered the reason complaint. Battery cycle 8.0 received the lowbatteryalert (104) on 07/01/2025 01:31:00 after more than 7 days at 20.75 days. Battery cycle 7.0 received the lowbatteryalert (104) on 06/09/2025 21:50:00 after more than 7 days at 24.01 days. Battery cycle 6.0 received the lowbatteryalert (104) on 05/16/2025 18:00:00 faster than expected at 0.13 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit is functioning properly. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within the spec range. Pump received with normal operating currents. The unit was cut open, and a visual inspection of the connectors and electronic assemblies was performed. Per visual inspection, all connectors, including the battery flex connector, were plugged in properly. No moisture damage noted during visual inspection, however unit was isolated to electronic stack due to other hardware deffect. The following cosmetic damages were noted: battery cap contact missing, broken battery cap, missing display window cover, pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, label damage (faded), battery tube threads cracked, cracked case, cracked corner of belt clip rails, and cracked battery tube. In conclusion unit was tested successfully. Unexpected battery power loss was confirmed using the baat tool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.